Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) is part of the recall. In addition, the patient reported that the battery is depleting prematurely.